Event description:
Note: this manufacturer report pertains to the third of three devices used during the same procedure. It was reported to boston scientific corporation that an advantage fit system, pnnacle pelvic floor repair kits device, and an uphold vaginal support system were implanted into the patient during a procedure performed on (B)(6) 2013. After the procedure, the patient experienced an unspecified injury and ultimately had the implanted mesh devices removed on (B)(6) 2020.

Manufacturer narrative:
Correction - blocks b5 and h6: patient code (below). Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the mesh removal surgery. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code e2401 captures the reportable event of an unspecified injury. Impact code f19 captures the reportable event of surgical intervention. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of three devices used during the same procedure. It was reported to boston scientific corporation that an uphold vaginal support system device, pinnacle pelvic floor repair kits, and an advantage fit system were implanted into the patient during a procedure performed on (B)(6) 2013. After the procedure, the patient experienced an unspecified injury and ultimately had the implanted mesh devices removed on (B)(6) 2020. The device was not returned for analysis. Additional information received as of 19oct2022. Vaginal hysterectomy, vaginal anterior & posterior repair were the procedures performed on (B)(6) 2013, for treatment of uterovaginal prolapse and urinary incontinence. On (B)(6) 2020, the patient underwent removal of pinnacle and uphold mesh, bilateral paravaginal dissection, bilateral pararectal dissection, removal of advantage sling, urethral lysis, anterior colpoperineorrhaphy. The patient experienced vaginal pain, dyspareunia, vaginal scarring, vaginal prolapse, scarred rigid vaginal canal, exposed mesh and urethral scarring. The surgeon noted that the procedure was complicated due to severe scarring in the pelvic floor, anteriorly, posteriorly, and laterally, as well as under the urethra. The uphold mesh was folded and exposed at the upper anterior vaginal wall. Vaginal prolapse with cystocele and rectocele was evident. The patient tolerated the procedure well and was transferred to the recovery room excellent condition.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the mesh removal surgery. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The explanting surgeon is: (B)(6) block h6: patient code e1405, e1715, e2330, e2333 and e2006 captures the reportable event of dyspareunia, scar tissue, pain, prolapse and erosion impact code f1903 captures the reportable event of device explantation. Block h11: block b5 has been updated block d4: upn, lot number, expiration date and implantation date were updated block g1: has been updated block g2: report source has been corrected block h4: manufacturing date has been updated.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the mesh removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the third of three devices used during the same procedure. It was reported to boston scientific corporation that an advantage fit system, pinnacle pelvic floor repair kits, and an uphold vaginal support system were implanted into the patient during a procedure performed on (B)(6) 2013. Reportedly, the patient had the implanted mesh devices removed on (B)(6) 2020.